Event description:
Philips received a complaint by the respiratory director on the v60 (software version 3.10) indicating a device malfunction as the touchscreen was not functioning properly. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The respiratory director called technical support to request an evaluation of the device as there was a severe lag with the touch response. No error codes/messages were encountered, and no accessories, including third-party devices, were being used that may have contributed to the issue. Per the good faith effort (gfe) response received on (B)(6) 2026, per the customer's initial report, the touchscreen was frozen, and the device could not be powered off at the time. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device, and upon arrival, the asp was able to replicate the issue after performing the controls test and verifying through touchscreen diagnostics per the v60 service manual that there was a severe lag. During evaluation, the asp observed that the device exhibited intermittent freezing behavior without generating any alarms and identified that the touchscreen and central processing unit (cpu) printed circuit board assembly (pcba) were faulty while running system diagnostic. After evaluating the error logs, the asp did not observe any error codes/messages related to the issue. After ultimately replacing the touchscreen and cpu pcba, the asp confirmed that the issue was resolved. The touchscreen and cpu pcba replacements indicate that the cause of the malfunction was due to a faulty touchscreen and cpu pcba needed to be replaced for repair. Following the touchscreen and cpu pcba replacements, the asp returned the device to service as it passed the required performance verification tests per philips standard. No other malfunction was found. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.